Manufacturer narrative:
The customer contacted a philips representative. The customer requested just a replacement bezel assembly kit with no engineer evaluation.

Event description:
It was reported to philips that the device had a display window that was unclear. There was no patient involvement.